Event description:
It was reported that the cardiac resynchronization therapy defibrillator system was removed due to infection. The infection appeared to be mainly in the device pocket area. The patient would be considered for a new system implant once the infection cleared. No additional adverse patient effects were reported.